Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella rp was inserted via the femoral vein to support the 61 year old male patient, who also had a left sided impella 5.5 pump support for this patient who was suffering from post cardiotomy cardiogenic shock, presenting in scai stage e shock. Underlying medical history was not shared. After 2 days of support the team observed the rp to have purge flow dropped from a level of 9.6 ml/hr to 4.1 ml/hr. To troubleshoot the team added the lytic, tpa, to the purge which improved flows. The tpa was utilized for the purge to mitigate impact of biomaterial within the motor and there was no impact on the patient. On day 4 of the rp support the pump was explanted after successful weaning.

Manufacturer narrative:
Updated information: h6 med dev prob code changed to a141102.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the high purge pressure could not be determined as no product or logs and limited clinical details were provided.